Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific that a wallflex biliary rx uncovered stent was to be implanted in the blie duct to treat a short biliary stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, the distal part of the stent did not expand. The stent remains in place, and the physician has no plan to remove it at this time, opting instead to wait for the bilirubin levels to decrease. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the investigation was closed without a product return. However, a media inspection was conducted using a photo provided by the complainant. Based on the media analysis, the stent was located within the patient's anatomy and showed signs of expansion issues. Product analysis confirmed the reported event of stent failure to expand based on the media analysis. However, there is not enough evidence to determine whether the reported event was due to the physician's technique, anatomical challenges, or a device malfunction. Due to the lack of evidence and without proper evaluation of the complaint device, the most probable root cause of the reported event is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific that a wallflex biliary rx uncovered stent was to be implanted in the blie duct to treat a short biliary stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, the distal part of the stent did not expand. The stent remains in place, and the physician has no plan to remove it at this time, opting instead to wait for the bilirubin levels to decrease. There was no patient complications reported as a result of this event.